Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system (lot: 10388182). Resistance was met when attempting to insert the flexnav into the anatomy. The device was removed and the valve capsule was observed to be damaged. A decision was made to insert an external 20fr cook sheath. A replacement 35mm navitor (serial: (B)(6)) and replacement flexnav delivery system (lot: 10388182) were inserted without issues and implanted successfully. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. An event of material deformation and difficult insertion into the patient was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, the reported material deformation appears to be related to the difficult insertion into the patient. However, a cause for the reported difficult insertion into the patient could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.